Event description:
It was reported that during a colorectal procedure there was patient rebleeding. The patient had to be readmitted for surgery. Problem was solved then intra-operatively.

Manufacturer narrative:
(B)(4). Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Batch #: unknown. Additional information was requested and the following was received: what was the diagnosis and indication for surgery? What was the exact procedure? How was the post-op bleeding identified? How was the post-op bleeding addressed? What was the site of the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What was the color cartridge used throughout the procedure? And what anatomical structure were they used on? Were there any issues with staple formation throughout the procedure at the site of the bleed? What is the current patient status? Could you please provide a time of event between the initial surgery and reoperation? No further information available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.